Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the conductive link. Reportedly the recipient suffers from recurring cholesteatoma, which likely contributed to the observed issue. This is a final report.

Event description:
The device has been explanted. Reportedly the conductor link was freely visible during a tympanic membrane revision surgery. The user has been re-implanted with a new device. As per device explantation report, the user had recurrent cholesteatoma.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted. Reportedly the conductor link was freely visible during a tympanic membrane revision surgery. The user has been re-implanted with a new device.